Event description:
An engineer reported that the energy levels of the laser were unstable. As a result, there was low precision in the refractive correction of one unidentified patient. In a follow up, the surgeon indicated that instead of attaining ninety percent of the expected correction, only thirty to forty percent of the correction was achieved. Additional information was requested from the surgeon; however, he did not provide additional details or identifiers about the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).